Event description:
Pt received a no delivery alarm. The alarm only occurred with the pump clip to the belt of their pants. This is the only time this occurred. On 12/18/2002 maersk medical a/s received the complaint and 1 used base part.